Manufacturer narrative:
Correction to d8, d8 was inadvertently left blank. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional details were received where: - the venting connector was not wiped with alcohol. - after wiping with alcohol, bacteria were not detected as a result of a culture test again. A review of the device history record for each of the three given serial numbers found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: chapter "basic endoscope reprocessing operations" "leak test wipe the venting connector of the endoscope or the endoscope¿s water resistant cap with a clean moistened with alcohol." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer indicated that the serial number of the reprocessor is one of these three (B)(4) and is unknown which serial number belongs to the subject device. The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported that the facility clinical engineer suspected that the device vent metal could not be disinfected at a high level with the olympus endoscope reprocessor. When the culture test was performed, bacteria was detected. According to the report, since it was conducted more than a half year ago, the detailed type and amount of bacteria were unknown. There are no reports of any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported. This report being submitted is related to the following reports: report with patient identifier (B)(6) (gif-xz1200 - gastrointestinal videoscope). Report with patient identifier (B)(6) (maj- 821- leak test air tube).